Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous nad moderately calcified superficial femoral artery. A 7.0mm x 20mm x 135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.